Event description:
It was reported that the right atrial (ra) lead exhibited failure to capture. The lead was reprogrammed. It was then noted that the lead exhibited high capture thresholds. The lead was explanted and replaced. The patient was discharged.